Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited an out of range pacing impedance measurement greater than 2000 ohms. The lea was reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.